Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime/compromised force sensor system test. Unable to confirm motor position encoder error alarm due to overwritten history file.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.